Event description:
During product analysis of an explanted generator replaced for prophylactic reasons, it was noted the "as received" vns settings were at 1ma and 60 minutes off time. These settings are indicative of a likely interrupted vns diagnostics test, as 60 minutes off is not a therapeutic setting and is the default systems diagnostics test off time. Attempts for further information from the treating neurologist are in progress.